Event description:
The patient reported that the right ventricular lead is "burning up electricity" and the device longevity is less than expected. Follow up with the physician indicated that right ventricular lead had high thresholds and reprogrammed was performed. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the device was explanted and replaced over five years later due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.